Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4 or 5 days after a laparoscopic duodenal switch procedure, there was an anastomotic leakage. Reoperation was performed to address the leakage and the event lead to extended hospitalization.